Event description:
A pt (age and gender unk) underwent a therapeutic procedure, placement of a tracheobronchial stent for treatment. The ultraflex stent was not deployed. The deployment suture of the device broke and mid way through the attempted deployment. The product was disposed of at the user facility. The procedure was rescheduled for the following day (allowing for overnight shipment of the replacement product). The pt did not sustain any ill effect as a result of the failed deployment of the stent. The pt condition was noted to be "ok."